Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the waveforms and numeric data was disappearing from the central nurse's station (cns) for about 20 seconds. The patient demographic information was visible. The numerics and waveforms were blank and comm loss was displayed on all tiles. Full disclosure was blank for these time periods. There were no hdd errors. The cns was monitoring bedsides. No patient harm or injury was reported. Investigation summary: nihon kohden technical support (nk ts) did not perform any troubleshooting steps as the customer requested onsite support. Nk quality assurance requested information related to devices being monitored by cns. No customer response was received. With the information available, a root cause cannot be determined. Follow up requests for information from the customer have not been returned. Review of the serial number history shows a recurrence of the reported issue (ticket (B)(4)).

Event description:
The biomedical engineer (bme) reported that the waveforms and numeric data disappear from the central nurse's station (cns) for about 20 seconds. The patient demographic information was visible. The numerics and waveforms were blank and communication loss was displayed for all tiles. Full disclosure was blank for these time periods. No hdd errors. The cns was monitoring bedsides. No patient harm reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the waveforms and numeric data disappear from the central nurse's station (cns) for about 20 seconds. The patient demographic information was visible. The numerics and waveforms were blank and communication loss was displayed for all tiles. Full disclosure was blank for these time periods. No hdd errors. The cns was monitoring bedsides. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain information were made, but not provided: concomitant medical device.

Event description:
The biomedical engineer (bme) reported that the waveforms and numeric data disappear from the central nurse's station (cns) for about 20 seconds. The patient demographic information was visible. The numerics and waveforms were blank and communication loss was displayed for all tiles. Full disclosure was blank for these time periods. No hdd errors. The cns was monitoring bedsides. No patient harm reported.